Event description:
A mayfield modified skull clamp was reported to have the following problems; the system looks older than it should. All surfaces of the devices are severely worn. There are rusty parts noted and there are "special quality issues" (not otherwise specified) at the fixation to the rocker arms. There was pt contact and a delay in surgery however, it is unk how long the surgery was delayed. Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.